Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd) with longevity decreasing from 4.2. Years to three years within couple weeks. Technical services (ts) reviewed the data and confirmed pbd. Ts recommended either replacing the device or have the battery status reevaluated within 90 days. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd) with longevity decreasing from 4.2. Years to three years within couple weeks. Technical services (ts) reviewed the data and confirmed pbd. Ts recommended either replacing the device or have the battery status reevaluated within 90 days. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device was expected for return but has not been received. Good faith effort attempts to obtain further information regarding the product location were unsuccessful. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd) with longevity decreasing from 4.2. Years to three years within couple weeks. Technical services (ts) reviewed the data and confirmed pbd. Ts recommended either replacing the device or have the battery status reevaluated within 90 days. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted. A new device was successfully implanted. No additional adverse patient effects were reported.